Event description:
It was reported that a patient was extubated and re-intubated because, after the first attempt, staff felt the et tube was not in the correct position due to the lack of a co2 waveform. The users had two co2 modules sitting in the frame with only one module actually connected to the monitor. They then realized that the patient was connected to the co2 module that was not connected to the b850.

Manufacturer narrative:
Legal manufacturer: (B)(4). The information was not provided due to country privacy laws. UDI: (B)(4). Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Investigation findings: it was reported that a patient required reintubation following a planned extubation and subsequent cardiac arrest. The clinicians but did not see a co2 waveform so they assumed that the endotracheal tube was not in the correct position and extubated the patient. They intubated the patient again and, when they still did not see a co2 waveform, a stand-alone co2 detector was used to confirm et tube placement. The customer acknowledged that they had two co2 modules located in the monitor frame with only one module actually making electrical connection with the bedside monitor. They subsequently realized that the patient sampling line was connected to the unused module. The monitor log files were provided for engineering review however, they did not cover the date/time of the event therefore, the exact sequence of events and provided alarms could not be confirmed. The customer found no issues with the modules when tested and returned them to patient use. Based on the information available, gehc's investigation concluded: (1) there were no indication of a device malfunction; (2) no design or user interface issues that may have contributed to the event and, (3) no adverse trend identified in a review of similar complaints.